Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began during (B)(6) 2017, however the inaccuracy the patient was calling about occurred at 12:15pm on (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿124mg/dl¿ with the subject meter and ¿60mg/dl¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin pump therapy and stated that they had consumed less food and drink at 11am on (B)(6) 2017 due to previously elevated blood glucose results on the subject meter. The patient reported that one minute after the alleged product issue occurred they developed symptoms of ¿sweating, rapid heartbeat and confusion¿; symptoms which the patient was able to self-treat by consuming apple juice. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the acceptable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate high results with the subject meter.